Manufacturer narrative:
This is an addendum to the initial emdr as additional information has been provided. Based on the additional information provided, there is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The CT scan indicates the mesh to be intact with no defect in the expected mesh location. It is alleged that the patient was treated post operatively for an infection in the intestines and bladder. Infection is a known inherent risk of surgery and while there is no indication that the implant caused or contributed to the patient's infection, the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on this additional information the results of this investigation remain inconclusive. A manufacturing review was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
The following was reported via the canada health authority: as reported on (B)(6) 2005 the patient was implanted with a bard composix mesh for the repair of an incarcerated ventral hernia. It is reported that the repair failed within a year and the patient has experienced chronic pain. As reported, there is no indication that the mesh was either removed or another repair attempted. Addendum: the contact reports that the patient continues to take medication for pain and has gained 80 lbs since implant as a result of physical limitations. It is also reported that the patient has been on disability and unable to work since implant. It is reported that post implant the patient was hospitalized for five days "with an infection in intestines and bladder."

Manufacturer narrative:
The information provided did not include contact information for the patient; therefore requests for additional information cannot be made. Based on the limited details provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. A manufacturing review was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of the surgery and is identified in the adverse reaction of the IFU as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample returned.

Event description:
The following was reported via the (B)(6): as reported on (B)(6) 2005 the patient was implanted with a bard composix mesh for the repair of an incarcerated ventral hernia. It is reported that the repair failed within a year and the patient has experienced chronic pain. As reported, there is no indication that the mesh was either removed or another repair attempted.